Event description:
It was reported that the right ventricular (rv) lead exhibited high and varying rv coil impedances. The patient underwent a device evaluation and interrogation. Provocative maneuvers and pocket manipulation were not able to reproduce any out of range impedance values. The physician felt comfortable monitoring the lead and not performing any intervention. The lead remains in use. No patient complications have been reported as a result of this event.